Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose, frozen display and keypad anomaly. Customer's blood glucose level went as high as 542 mg/dl. Troubleshooting for frozen display was performed. Customer was advised to observe the time clock for one minute. Customer advised they were hospitalized for low blood glucose for 6 weeks. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.